Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead with device displayed high out of range impedance measurements. The physician suspected that the lead was fractured around suture sleeve location. A revision procedure was performed. The lead was surgically abandoned and replaced. According to available information, this device remains implanted. No adverse patient effects were reported.